Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and also had motor drive anomaly. The customer¿s blood glucose was 450 mg/dl. The customer was treated with syringes. The customer stated that the piston on the insulin pump was not touching the reservoir because which the sugars were high. It was reported that they had motor drive anomaly. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.